Event description:
It was reported that the patient had positive blood and driveline cultures for methicillin-susceptible staphylococcus aureus (mssa) on (B)(6) 2024. The patient was previously on doxycycline, nafcillin and cefazolin antibiotics. Follow-up cultures from (B)(6) 2024 were negative, but on (B)(6) 2024, the patient returned to the hospital and repeat blood culture was positive for mssa. The patient was transitioned back to nafcillin and discharged with nafcillin on (B)(6) 2024. A few days later on (B)(6) 2024, the patient returned to the hospital with nausea, vomiting, and diarrhea presumed to be related to antibiotic therapy. Consequently, the patient was transitioned to ancef, then changed to daptomycin and discharged with daptomycin on (B)(6) 2024. On (B)(6) 2024, the patient was admitted for pseudomonas from a driveline culture at a local hospital and started on intravenous fluids (IV) merren, then shortly on zosyn, and back to IV merren. The patient underwent a washout on (B)(6) 2024 and was discharged on (B)(6) 2024 with IV merrem and oral doxycycline. IV merrem was completed on (B)(6) 2024 and as of (B)(6) 2025, there were no repeat driveline cultures, and the patient was doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.